Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.